Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sbc, display adapter pcb, and backplane pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.